Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed pump error alarms and power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. No unexpected pump error alarms, power loss alarms, or replace battery now alarms noted during test. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a replace battery now alarm. The alarm occurred less than 10 hours from low battery alert. It was the second time the alarm occurred. The customer¿s blood glucose level was 97 mg/dl. The device will be replaced. The device will be returned for analysis.